Manufacturer narrative:
Insulin pump passed displacement test, self test, operating currents and off no power. No blank display during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level and also had a blank display on the insulin pump. The customer¿s blood glucose level was more than 600 mg/dl. The customer was treated with seven units of insulin manual injection for the high blood glucose level. The customer declined troubleshoot for high blood glucose. The customer stated that the pump suddenly went off. The customer was assisted with troubleshooting and the display did not return. The customer was advised check blood glucose levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.